Event description:
It was reported one month post implant that the right atrial (ra) lead exhibited low impedance. No action taken as the ra lead is programmed bipolar which had higher values. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.